Event description:
The reporter performed a fasting blood glucose test on her meter with a result of 149 mg/dl. Within 20 minutes, she took a lab test at the doctor's with a result of 249 mg/dl. Reporter stated that she was experiencing a burning sensation in her feet even though her normal meter readings are in the 140 and 150's.